Event description:
Contacted regarding an erroneously elevated troponin (accu tnl) result from a single pt that was generated by the access instrument. The elevated accu tnl result (sample a) was 0.58ng/ml. No flags were associated with the accu tnl result. The result was reported out of the lab. The customer indicated that their critical value for accu tnil is 0.50ng/ml and on the next day, a new sample (sample b) was collected from the pt and tested for accu tnl at reference lab. The accu tnl result was "<0.1". The testing method and normal range were not provided. Customer indicated that another sample (sample c) was collected from the pt and tested for accu tnl on access instrument (prior sample testing, customer recalibrated accu tnl with a new reagent). The accu tnl result was 0.02ng/ml. The customer then pulled sample a from a refrigerator and repeat testing for accu tnl. The repeated accu tnl result was 0.04ng/ml. The customer indicated that there has been no change to pt treatment attributed to or connected with this event.